Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went emergency room on an unknown date for diabetic ketoacidosis with vomiting most likely a kinked infusion set. The customer removed the infusion set and saw the cannula was bent. Customer¿s current blood glucose value was 153 mg/dl. The other blood glucose level was 387 mg/dl. The customer was not using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.